Event description:
Boston scientific crm received information that this device was returned with no allegation from the field. The device was sent for routine return device analysis. During initial analysis, this device did not pass the automated testing performed for this model. The device has been sent on for detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Normal interrogation was observed on the zoom programmer. The device meet the profile for normal battery depletion when using the documented data parameters from implant. The device failed manual testing of the atrial sensitivity test by not inhibiting pacing at programmed settings. With pressure applied to the u6 surface mounted resistor array, the atrial sensitivity test passed. During analysis, while working on the trifold, the u6 surface mounted resistor array disconnected from the trifold. This is indicative of poor bonding, or cracks in conductive bond path. The device passed all other manual electrical measurements and paced normally during testing.